Event description:
A literature report indicated that a choroidal detachment occurred during a surgical procedure. Additional information has been requested.

Manufacturer narrative:
Literature report from jilin medicine jan.2013/vol.34/no.1. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).